Manufacturer narrative:
Testing of actual/suspected device (10/213): during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered a broken fiber optic sensor connector. To fix the issue the fse replaced the fiber optic cable assembly and secured the screw kit, then completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic sensor connector. There was no patient involvement, and no adverse event reported.

Event description:
N/a.